Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2: reference MFR. Report#; 1627487-2018-01199. It was reported the patient experienced a change in stimulation coverage. Diagnostic testing revealed low impedance values on the multiple lead contacts. As such, the patient may undergo surgical intervention to address the issue.

Event description:
Device 1 of 2. Reference MFR. Report#; 1627487-2018-01199. Follow-up information revealed the patient underwent surgical intervention wherein the ipg was explanted and replaced with another model. Reportedly, effective therapy was established following the procedure.